Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: h4: the device manufacture date was reported as unknown on the initial report. It has been updated as 2/5/2016.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Additional information: b5: subsequent follow-up with the customer, additional information was received. It was reported thatthis report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Additional information: b5: subsequent follow-up with the customer, additional information was received. It was reported that the surgery was completed successfully with another pump. It was reported that there was no additional surgical intervention planned. It was reported that the patient's current condition is recovered. It was reported that the pressure was not manually adjusted higher to achieve flow but was condemned and returned for repair.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: correction: h10: upon complaint review, it was determined that the additional narrative on the previous report was incorrect. It has been updated as follows: b5: subsequent follow-up with the customer, additional information was received. It was reported that the surgery was completed successfully with another pump. It was reported that there was no additional surgical intervention planned. It was reported that the patient's current condition is recovered. It was reported that the pressure was not manually adjusted higher to achieve flow but was condemned and returned for repair. Investigation summary - the complaint device was received at the service center and evaluated. Per service reports, neither the fault reported by the customer could be verified nor another fault was found during evaluation; therefore, this complaint cannot be confirmed. The device was cleaned, calibrated newly, tested, and found to be fully functional. As the reported problem was not confirmed, a root cause for the issue that was experienced by the user cannot be determined. The service history has been reviewed in lieu of the device history record for this device since it was previously serviced. The device was last serviced on(B)(6)2019 and passed all functional testing before being returned to the customer. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Manufacturer narrative:
(B)(4).

Event description:
It was reported by the affiliate via email that at the beginning of a shoulder arthroscopy procedure it was noted the fms vue pump, no flow on lower settings i.e. Below 90. A surgical delay of 20 minutes occurred and the patient experienced swelling which required surgical intervention. It was reported the procedure was completed with another device. The device will be returned for evaluation.